Manufacturer narrative:
Analysis performed indicated that the device exhibited normal device characteristics. A sensitivity test was performed on the device with various settings and it was able to sense within the product specification. Visual inspection did not find any foreign material on the header feed through pin that could contribute to the complaint. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The customer complaint of a sensing issue was not confirmed.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, a loss of sensing was observed on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.